Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar interventional procedure. Reportedly, the suture/link became loose and visible in the distal guide/footplate area. The device was removed and was not deployed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effect. No additional information was provided.